Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead with stylets, clip-on-tool, and an implant tool were returned in one piece for analysis. Visual inspection of the lead found the helix to be retracted and clogged with blood/tissue. X-ray examination found the inner coil over-torque at the connector region consistent with procedural damage. After cleaning, helix was able to be extended and retracted when torque applied directly to the inner coil. The measured full helix extension length was within product specification. The cause of the reported event was isolated to the over-torqued inner coil and the helix being clogged with blood/tissue.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for device implant procedure. During the procedure, it was noted that the right atrial lead was attempted to be implanted and was not coming out. The physician had tried several times. The right atrial lead was not used and was replaced. All parameters of the atrial lead were optimal. The patient was stable post procedure.